Manufacturer narrative:
Continuation of concomitant products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient stated that there were no changes that led to the implants not working. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient has 2 rechargeable ins's- record only shows 1 rechargeable ins. The consumer reported that the patient has had several implants replaced over the years. The consumer could not confirm if the replacement was due to normal battery depletion but said the implants were replaced because they ¿stopped working¿. The consumer could not elaborate on what they meant by ¿stopped working¿. The consumer reported that the first implant stopped working -it stopped working before 2014 but did not know when the second implant stopped working. No patient complications have been reported because of this event.